Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and a correction was administered via insulin injection to address the high bg. The customer did not know what caused the high bg. The customer changed the pump supplies and at the time tandem technical support was contacted, the customer was "doing ok".